Event description:
Received information regarding a cartridge leak. The customer noted that the surface around the pneumatic tap was "bubbled." The customer's blood glucose was not impacted.

Manufacturer narrative:
Complaint cartridge is not returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.